Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty removing a prefilled humalog cartridge from the ilet, with the silver cap detaching with the connector adaptor and the cartridge becoming stuck; attempts to rewind were unsuccessful, and the glass cartridge began to fracture in the chamber before the user ultimately removed it with pliers, cleaned the chamber, replaced supplies, and resumed insulin delivery without device alerts. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education by phone with photographic request and follow-up. Investigation of this case revealed user-managed removal of the damaged cartridge and successful restoration of therapy without recurrence at the time of follow-up. It was concluded that the event involved a cartridge removal difficulty with in-chamber glass damage, resolved by the user with guidance, with normal function after supply replacement.